Event description:
It was reported the patient presented for a leadless pacemaker implant procedure. It was noted that poor implant to implant communication and loss of conductive telemetry occurred which resulted in the leadless pacemakers being unable to finalize. Telemetry was restored successfully. Further investigation found misconfiguration of the ventricular leadless pacemaker due to the telemetry break. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2024-72865.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software. There was no device malfunction.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular leadless pacemaker had prematurely reached recommended replacement time (rrt). Further investigation found the right ventricular and atrial leadless pacemakers exhibited poor implant to implant communication which corrupted the battery longevity on the right ventricular leadless pacemaker. No changes or interventions were reported. The patient was in stable condition.